Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was 110 mg/dl at the time of the incident. Customer stated they could not exit the preparing to prime loop, and the device was not dropped, bumped, or in a car accident. Customer noted they did not receive a 2nd series of beeps, nor did numbers appear on the screen when they held down act. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to compromised force sensor system alarm. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.